Event description:
It was discovered during a pm that the 2800 system had a defective tube carriage switch and damaged monitor bumper. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tube carriage switch and monitor bumper were replaced during the service call. The system was tested and found to be working as intended and put back into service.